Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss/leak was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders were losing fluid when pumped. The existing pump component was explanted and replaced. The explanted pump appeared to have a valve problem. The ipp was tested after the placement of the new pump by removing and restoring 90 ml of saline from the reservoir. The surgeon then verified that the cylinders were also filling with the saline solution. The revision surgery was successfully completed. No patient complications were reported. The explanted pump explanted pump was returned and analysis completed.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders were loosing fluid when pumped. The existing pump component was explanted and replaced. The explanted pump appeared to have a value problem. The ipp was tested after the placement of the new pump by removing and restoring 90 millimeters of saline from the reservoir. The surgeon then verified that the cylinders were also filling with the saline solution. The revision surgery was successfully completed. No patient complications were reported in relation to this event. The explanted pump is expected to be returned. A supplemental report will be filed upon completion of the product analysis.